Manufacturer narrative:
Correction: describe event or problem. Additional information: manufacturer narrative. Root cause: the root cause for the reported issue of channel errors was not determined because no products or device logs were returned.

Event description:
It was reported by the clinicians that they experience channel errors 80% of the time when they are initiating infusions, describing it as a ¿red screen¿, and at times they have to go through (4) four different alaris devices before they find one that works. Clinicians usually remove the affected device and put it in the dirty utility without tagging. The cpc team discussed to tag the device with the issue and error code if possible, to ensure biomed is aware which device is affected so that it can be taken out of service for evaluation; risk of recirculating a device with an issue. There was no information on patient involvement. A copy of the maude report from FDA was received, which states, ¿it was reported by the clinicians that they experience channel errors 80% of the time when they are initiating infusions, describing it as a ¿red screen¿, and at times they have to go through (4) four different alaris devices before they find one that works. Clinicians usually remove the affected device and put it in the dirty utility without tagging. The cpc team discussed to tag the device with the issue and error code if possible, to ensure biomed is aware which device is affected so that it can be taken out of service for evaluation; risk of recirculating a device with an issue. There was no information on patient involvement. Manufacturer narrative: the actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.¿

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by the clinicians that they experience channel errors 80% of the time when they are initiating infusions, describing it as a ¿red screen¿, and at times they have to go through (4) four different alaris devices before they find one that works. Clinicians usually remove the affected device and put it in the dirty utility without tagging. The cpc team discussed to tag the device with the issue and error code if possible, to ensure biomed is aware which device is affected so that it can be taken out of service for evaluation; risk of recirculating a device with an issue. There was no information on patient involvement.